Manufacturer narrative:
The account has welded the brake caster tube to resolve the issue.

Event description:
The account alleged the weld on the stretcher brake caster tube is broken. No report of injury.